Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's belt clip was broken. The customer's blood glucose was 501 mg/dl. The customer had treated their blood glucose with insulin. Customer's belt clip will be replaced. No additional information provided.